Event description:
The customer contact reported backflow past the backcheck valve. The primary tubing set was being used to deliver an unspecified volume of normal saline, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of 250ml of vinblastine. It was reported that after the piggyback delivery was complete, the nurse flushed the tubing of the secondary tubing set with 20ml of normal saline. It was reported that solution backflowed past the backcheck valve and filled the drip chamber of the primary tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list number has a common device name of 80fpa and a 510k of k103344. This represents all the info known by the rptr upon query by hospira personnel. (B)(4).